Event description:
Patient was admitted to ICU when pts nurse staff saw patient "brady down" on the monitor immediately and flat line. They were in the room within less than 30 seconds to initiate a code call and CPR. Code team completed 1 round of CPR with a dose of epinephrine given with return of pulse. During the code respiratory therapy (rt) attempted to recalibrate a component of the vent because an error was revealing "loss of peep." This did not result in functional vent status therefore the vent was removed and replaced with a new vent. During the time the patient was receiving bagged oxygenation to ensure perfusion. Post code evaluation with rt, physician, and code team determined likely cause of asystole event was catastrophic vent failure. Vent was removed from use and circulation. This vent was walked provided to biomed for further assessment. We are currently awaiting the manufacturer¿s evaluation of the device¿s log files to determine the root cause of this safety event.